Event description:
It was reported that, "the surgeon performed a hemi-arthroplasty of the shoulder to the patient. Immediate after surgery, the surgeon noticed a dissociated humeral head from humeral stem on the x-ray. Then, he reopened a patient's wound and taper-locked the humeral head on the stem again. Afterward, he noticed a dissociated humeral head from humeral stem on the x-ray again thirteen days later. Then, he performed revision surgery and removed it and implanted new head instead of it."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in a supplemental report.